Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring clear. Customer complained that for a year he had problems with his unit. Customer says the audio volume has two tones, loud or no sound at all. Customer had low blood glucoses 2 weeks ago from complaint date. Advised to adjust settings in the volume options menu to volume 5 and 1 and heard the volume change so the audio feature was working properly at the time of call. Customer found a crack on the select/enter button. The unit powered off unexpectedly in the past and at that time was advised by customer service to run some required testing and all passed. The history download was successful using thus software and the carelink upload was successful using the carelink software. Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. Tested with a test p-cap and the test p-cap locked in place properly. Device received with cracked select button on keypad overlay, pillowing keypad overlay, scratched display window cover, faded/stained/peeling serial number label, peeling/fading end cap address label, cracked retainer and scratched case. Pump error 63 was present in the history download due to broken trace at u1 pin 6 (sda) on keypad assembly. The audio anomalies were not confirmed at time of testing however pump error 63 are related to each other and can cause the audio anomalies that the customer was complaining about; problem may have been intermittent. Physical damage was found on the select/enter buttons per customer description. No delivery anomalies noted since the unit passed all tests. Device passed required testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the audio of the pump was not working. Customer stated that insulin pump was beeping. Customer was assisted with troubleshooting. Customer stated that there was crack on center button. Customer stated that audio alarm did not work at all. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis. Update: pump audio has been not working properly for about a year, since (B)(6) 2020. Audio alarms do not work at all. There is only one volume on nothing or full blast. Pump has been on nothing for a while and now after having low the pump is blaring. No matter what the setting is the audio does not match. Customer also mentioned had a low bg on (B)(6) 2021 that they treated with orange juice. During troubleshooting, customer heard beeps when audio volume settings were saved. Customer heard the differences between the two audio/sound beep volumes (1 & 5) if needed. Customer still had concerns with the audio and wanted the pump replaced.